Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy rash from underneath the round sensors. There was no alleged device malfunction contributing to the irritation. The patient¿s lpn used a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.